Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: tazuna 1.25x15 and bp 3; guide wires: sion, runthrough, grandslam; guiding cath: il 6f 3.5; ivus the stent remains in the patient. The lot number was not provided; therefore, a review of the device history record could not be performed. Thrombosis is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure on (B)(6) 2010, predilatation was performed with non abbott dilatation catheters. A promus 2.5 x 18 stent was deployed in the distal left circumflex artery and a promus 3.0 x 15 stent in the proximal left circumflex artery. The stents were not overlapping. Post dilatation was performed and intravascular ultrasound (ivus) confirmed that the stents were well expanded and the procedure was successfully completed. On (B)(6) 2010, surgical intervention was performed due to pre existing colon cancer. One week prior to the surgical procedure aspirin and clopidogrel were changed to cilostazol and anplag. After surgery medications were changed to heparin. Beginning (B)(6) 2010 aspirin and clopidogrel were resumed. Eight months post stenting procedure the pre existing cancer symptoms worsened. On (B)(6) 2010, aspiration of thrombosis within the 3.0 x 15 promus stent was performed. The patient is reported to have no chest pain at this time. However, percutaneous intervention is planned for the end of (B)(6) 2010 for possible treatment of a lesion within the left circumflex artery. Though requested no additional information has been provided. (B)(4).